Event description:
This device is reported to have gone to a partial back-up mode with data lost during exposure to MRI. There are not adverse events reported for this patient. All available info suggests this device remains implanted. If additional info becomes available, this event will be updated.